Event description:
It was reported that following implant the pt experienced pain at the implantable neurostimulator site. The device was ultimately explanted. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37713, serial # (B)(4) determined no anomaly was found. Good, stable output was found on all electrode pairs. Foreign material was found under the cover and in the port.